Manufacturer narrative:
D4. The event is related to a legal case and in order to collect additional information from customer is requiring the involvement of legal department. Attempts will be made to try to retrieve the serial number of the device. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in vicenza, italy. A DHR review could not be performed since possible serial number involved was not provided. Based on current status of the investigation the alleged device issue was not confirmed yet. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Complainant alleges through their counsel a mycobacterium chimaera infection following a cardiac surgery (replacement of aortic valve with biological prosthesis and replacement of the ascending aorta with vascular prosthesis) carried out on (B)(6) 2017, in which a heater-cooler system 3t was used. After long infection incubation and serious suffering, the patient died on (B)(6) 2023.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication livanova learned that in 2017, year of the involved surgery, following heater cooler 3t devices serial numbers (model 16-02-80) were in use at the hospital: (B)(6). Device history record (DHR) review of the above-mentioned serial numbers was performed and did not identify any deviations or non-conformities relevant to the reported issue. No device, between the ones possible involved and in use at the hospital at the time of surgery (2017), was upgraded with vacuum and sealing kit. No further investigation is possible. Source of patient contamination remains unknown and a direct relationship between the reported adverse event and the device could not be established.